Event description:
It was reported that during a ptca procedure, the tip of the luge guide wire fractured. The lesions being treated were located in the first diagonal (d1) and the left anterior descending (lad) artery. The physician was using a crush stent technique to deploy stents in the d1/lad bifurcation. A luge guide wire was inserted into d1, followed by a choice pt guide wire inserted into the lad. A maverick 3.0x15mm balloon was advanced over the choice pt guide wire and inflated twice, each time to 6 atms for 15 seconds. The balloon was then repositioned distally. A taxus express2 2.75x20 drug eluting stent was inserted over the luge guide wire and deployed in the d1. The maverick balloon was moved proximally in the lad and inflated to crush the stent to the vessel wall. A maverick 4.0x20mm balloon was advanced down to the lad lesion and was inflated twice, each time to 10 atms for 15 seconds and was then removed. A 3.5x28 taxus express2 otw was deployed in the lad lesion. During removal of the luge guide wire, the physician noted resistance and responded with more than ordinary force, at which point the fracture occurred. It was noted under cine that the tip of the wire was still in the diagonal artery. A small proximal portion (1-2mm) of the wire tip was fixed between the stent and the intimal wall, with the remainder of the wire tip in the lumen of d1. The pt's status is listed as "stable".